Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] instrument channel: klebsiella pneumoniae (140 cfu/100ml), distal end and elevator channel: klebsiella pneumoniae (112 cfu); [second time; (B)(6) 2019] staphylococcus hominis (1 cfu/100ml), distal end, elevator channel and instrument channel: micrococcus luteus (1 cfu); [third time; (B)(6) 2019] instrument channel: klebsiella pneumoniae (>1500 cfu/100ml), distal end and elevator channel: klebsiella pneumoniae (27 cfu). [Fourth time; (B)(6) 2019] instrument channel: klebsiella pneumoniae (45 cfu/100ml), distal end and elevator channel: klebsiella pneumoniae (32 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.